Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having a 100% occluded left anterior descending artery. While on support, the big sheath was left in place for support and the repo sheath was inserted all the way into the big sheath. Staff was unable to flush the sheath. When the impella was weaned, the impella and the sheath were pulled out as one due to the concern for a clot in the big sheath. Angio showed no flow down the right leg. Balloon angioplasty was performed restoring flow. A clot was noted in at the insertion site and the decision was made to send the patient to vascular surgery for penumbra with possible cut down and clot retrieval.

Manufacturer narrative:
The investigation for the reported limb ischemia and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and thrombus could not be determined. The instructions for use referenced in the initial report is from IFU for the impella cp with smartassist system section: potential adverse events (united states) and now includes cardiac or vascular injury (including ventricular perforation). D4-updated model number g1-updated MFR site name and address in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.